Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the patient was experiencing pain with dressing changes. On (B)(6) 2015, the following information was reported to kci by the nurse: during the dressing change the dressing allegedly adhered to the wound and caused the patient discomfort. The dressing was manually removed, but nurse alleged observing an arterial bleed that required cauterized on (B)(6) 2015. V.a.c.® therapy was reapplied same day. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history review of the v.a.c.® dressing (lot number 2439874) is currently pending completion. A follow up MDR will be submitted to include the results of the device history review upon its completion.

Manufacturer narrative:
Based on the additional information regarding the v.a.c.® dressing, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to v.a.c.® therapy.

Manufacturer narrative:
Based on the additional information regarding the v.a.c.® dressing, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to v.a.c.® therapy.

Event description:
On (B)(6) 2015, the device history review was performed by kci quality engineering and determined the following: " all end release testing of product and packaging performance met the specifications."

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged adhered dressing and hemorrhaging is related to v.a.c.® therapy. It cannot be determined when the foreign body alleged to be v.a.c. ® dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: v.a.c. ® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. With or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.